Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the battery of the adc device was fast-draining. The customer experienced shaking with a low glucose level that was "under 3". The customer received unspecified medical treatment from the mother and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) and usb/charging cable was returned. Visual inspection has been performed on returned reader and usb/charging cable and no issues were observed. No opens or shorts were observed. All results were within specification. Reader charged normally. Reader was de-cased and visual inspection was perform, no issues were observed. Performed power consumption test. All results were within specification. Therefore, issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the battery of the adc device was fast-draining. The customer experienced shaking with a low glucose level that was "under 3". The customer received unspecified medical treatment from the mother and no further information was reported. There was no report of death or permanent impairment associated with this event.